Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer's mother reported that the unit of measurement setting of their son's freestyle flash blood glucose monitor changed from mg/dl to mmol/l. Mother reported increasing her son's insulin dosage based on readings received. Customer's son became dehydrated, was shaking, vomiting, and felt "freezing". Customer's son was treated in a local emergency room, and was diagnosed with diabetic ketoacidosis. Exact treatment administered to stabilize glucose levels unknown.